Manufacturer narrative:
Additional information :a4 - patient weight.

Manufacturer narrative:
Date of event is estimated. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps resolved the issue and therapy was reestablished. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Event description:
It was reported the patient was not able to exit from MRI mode after an MRI due to losing the patient controller. As such, an abbott representative met with the patient and was able to successfully remove the patient's ipg from MRI mode using an orion exit tool (oet). Once the ipg was taken out of MRI mode, the patient controller and/or clinician programmer was able to bond with the ipg, and restored therapy.